Event description:
It was reported that patient had high blood glucose level (585 mg/dl) due to which patient first went to emergency room (ER) and was subsequently hospitalized where patient was treated with intravenous and fluids of saline and insulin with electrolytes. The patient was hospitalized on (B)(6) 2026 and was released from hospital on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.